Event description:
The customer reported that her blood glucose was 325 mg/dl. She gave a correction bolus (dosage not reported) and exercised, after which her bg was 295 mg/dl. She stated that the cannula did not go in properly and when she removed the pod, the cannula was bent.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No malfunction or product defect that would result in the cannula failing to insert correctly or failing to deliver insulin was found. The user reported the cannula did not inserted property into the infusion site and also notices a bent cannula. This condition would interrupt insulin delivery and contribute to high blood glucose. It cannot be confirmed through laboratory testing. The omnipod user's guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. "Because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin- usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." Qualification records were reviewed and the product lot met all acceptance criteria.